Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The drill pin (B)(4) that was used to temporarily hold the a/p femoral resection guide to the distal femur broke in half leaving part of the drill pin engaged in the distal femur. There was no surgical delay for this case and there was no surgical/medical intervention required - and the initial plan for the total knee arthoplasty was not changed. In the time of the case, I did not see any adverse impact to the patient. There was another instrument readily available for use. The condition of the patient following the procedure was stable. Patient consequence? :no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.